Manufacturer narrative:
Tw #(B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using t.w. Power supply. They were attempting to use the hpii to seal and cut branches when the device just stopped working. There was no beep from the generator, but the green lights were still on. The harvester attempted a few more times without success. The power setting was 3, the dial is taped in place at 3. The nurse went to another room and got a second generator. There was a delay only in retrieving the second generator. That one worked and the case was finished with the second generator. The adapters were not removed/moved from their respective generators. No patient injury.